Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A school nurse reported testing the customer's (a child) blood glucose and obtaining a message 'lo' (reading less than 20 mg/dl) followed by a reading of 247 mg/dl within 10 minutes. The nurse provided the child "2 glucose tablets" based on the result of 'lo', and no further treatment was provided. Readings of 247 mg/dl and 19 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There were no symptoms reported and no indication the customer was incapable of self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the lite meter passed all tests prior to release. A DHR for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A school nurse reported testing the customer's (a child) blood glucose and obtaining a message 'lo' (reading less than 20 mg/dl) followed by a reading of 247 mg/dl within 10 minutes. The nurse provided the child "2 glucose tablets" based on the result of 'lo', and no further treatment was provided. Readings of 247 mg/dl and 19 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There were no symptoms reported and no indication the customer was incapable of self-treating. There was no report of death or permanent injury associated with this event.